Event description:
It was reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.